Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during device inspection, that there was a whitish foreign material in the air/water cylinder and tube of the gastrointestinal videoscope. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation.   A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation and the information provided, it could not be definitively determined what the foreign material was adhered/clogged in the subject device. The foreign material may not have been removed because reprocessing could not be conducted properly due to leakage from switch 1. Therefore, the cause of the material remaining in the device could not be determined. The event can be [detected/prevented] by following the instructions for use: instructions for use states the detection method in cf-ez1500dl/I operation manual chapter 3 preparation and inspection. Instructions for use states the preventative measures in cf-ez1500dl/I reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.